Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ruptured through the fallopian tube/migration of essure device/perforation (fallopian tube(s))") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding") in a 47-year-old female patient who had essure (batch no. A78081, a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, uterine fibroids, ovarian cyst and endometriosis. Previously administered products included for an unreported indication: codeine sulfate. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, migraine, headache, dyspareunia and fatigue outcome was unknown and the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-mar-2014: good filling of the uterus with contrast and multiple small air bubbles. The micro inserts appear to be approximately 5 to 6 mm distal to the cornua. There is no evidence of contrast in the fallopian tubes or extravasation into the peritoneal cavity. Total bilateral occlusion. Ultrasound pelvis - on an unknown date: thickened inhomogeneous endometrium. Is nonspecific complex cyst in the right ovary. Lot number: a57119 manufacture date: 2012-10 expiration date: 2015-10. Lot number: a78081 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received: event outcome updated for dysmenorrhea (cramping), sever cramping and pelvic pain update from unknown to recovered resolved. Patient, & reporter information updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ruptured through the fallopian tube/migration of essure device/perforation (fallopian tube(s))") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding") in a 47-year-old female patient who had essure (batch no. A78081, a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, uterine fibroids, ovarian cyst and endometriosis. Previously administered products included for an unreported indication: codeine sulfate. In april 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: good filling of the uterus with contrast and multiple small air bubbles. The micro inserts appear to be approximately 5 to 6 mm distal to the cornua. There is no evidence of contrast in the fallopian tubes or extravasation into the peritoneal cavity.. Ultrasound pelvis - on an unknown date: thickened inhomogeneous endometrium. Is nonspecific complex cyst in the right ovary.. Lot number: a57119 manufacture date: 2012-10 expiration date: 2015-10 lot number: a78081 manufacture date: 2012-12 expiration date: 2015-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ruptured through the fallopian tube/migration of essure device/perforation (fallopian tube(s))") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding") in a (B)(6) female patient who had essure (batch no. A78081, a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, uterine fibroids, ovarian cyst and endometriosis. Previously administered products included for an unreported indication: codeine sulfate. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: good filling of the uterus with contrast and multiple small air bubbles. The micro inserts appear to be approximately 5 to 6 mm distal to the cornua. There is no evidence of contrast in the fallopian tubes or extravasation into the peritoneal cavity. Ultrasound pelvis - on an unknown date: thickened inhomogeneous endometrium. Is nonspecific complex cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received. Ablation was done for heavy abnormal bleeding. New events added- ruptured through the fallopian tube/migration of essure device/perforation (fallopian tube(s)), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue. Medical history and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.